Event description:
Sale consultant called to report a pt event related to a leak in the extension set. Nurse was attempting to flush the y site and observed the leak. There was no report of pt harm and no medical intervention was required. Customer stated that there is no additional event or pt information available at this time.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of a leak in the set cannot be confirmed due to the set is not available for failure investigation.